Manufacturer narrative:
(B)(6). Internal complaint reference case-(B)(4).

Event description:
It was reported that the fast fix' first anchor was successfully deployed. However, the second anchor was not able to deploy despite maximum effort. As the needle was being removed from the joint, the second anchor was ¿pulled¿ by the first anchor and slipped out from the device into the joint. The surgeon had no choice but to remove the first anchor as well. The problem was solved using a back up device and a delay shorter than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 , h3, h6: the reported device, used in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: (B)(4).